Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj7887, and no non-conformances were identified. Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body near the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that there had been no needle tip on the needle in the newly dispensed suture when it was opened to prepare for the intradermal continuous suture. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, a fracture was observed in the body near the suture attachment of the needle. No additional information could be provided.